Event description:
The device involved with this event was returned to compass health brands, and evaluated on 4/5/2017. Combination testing could not be completed due to the soundhead not being returned with the unit; the unit itself was tested, and was found to be in good, working order. Compass health quality was not able to confirm the customer's initial complaint due to an incomplete return. The device was tested for product performance, and determined to fall within the manufacturer specification, as defined in the product user manual.

Event description:
Distributor states a patient at a long-term care facility was burned while receiving therapy from this electrotherapy device - the physical therapist said the device made a noise and simultaneously burned the patient through the electrode; the patient who received the shock/burn is an amputee staying at a skilled nursing facility as he recovers from knee replacement surgery on his opposite leg. The physical therapist placed 2 electrodes on the patient, targeting the left gastrocnemius - as with normalizing patient gait training, he was experiencing increased pain to his left gastrocnemius. As the physical therapist began to turn up the stim, he asked the patient to let him know when he started feeling it. At each intensity level, the patient stated he did not feel it, then he stated he was feeling it too strong - the intensity was reported as having not been felt, then felt too strong, with no in-between. The physical therapist asked the patient if it was too strong, and he said something like, "no, now I'm getting used to it..." Then, soon thereafter, he said, "no, something is wrong and this is uncomfortable; 10/10, sharp, 'electric' pain." The physical therapist turned the therapy off - when the electrode was removed, the physical therapist noticed a red spot just under the part of the electrode where the pigtail branch runs through it. The spot was red on the outside, and an off-white in the middle. The rehab manager was asked to review the burn, as well as the treatment nurse - measures to treat the burn were implemented. Per medical papers provided, the patient sustained a small, circular 3mm skin irritation/burn after modality treatment for pain that was provided by the physical therapist. During treatment, the patient felt uncomfortable stinging to medial gastroc. The unit was adjusted, and initially, the patient felt relief, however, just a few moments later, the stinging persisted. The physical therapist stopped the treatment, removed the electrode, and observed the skin irritation. He notified the treatment nurse, and treatment of the site was initiated - the wound was cleaned and monitored daily for signs/symptoms of infection or worsening. The patient had no functional limitations, and was able to demonstrate sba transfers and ambulation with fww 130 feet sba; the patient was otherwise given an ice bag for 3/10 pain of skin irritation with therapy.